Manufacturer narrative:
Follow-up #1: date of submission 01/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: investigators confirmed the text on the display screen is dim/faded and discolored.the contrast setting is at the maximum setting of '10'.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was dim all at once and difficult to read. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.